Event description:
It was reported that during a rou en y procedure the clips were malformed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).